Manufacturer narrative:
Additional information is available for this event. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Event date for customer reported event of cloudy image is not known. It is not known when the customer reported event occurred. Customer reprocessing information: details are not known, but customer is following instruction for use (IFU). An air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. The manual cleaning is performed within an hour after the procedure. The endoscope channels are brushed during manual cleaning. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device has no repair history. There were two types of foreign material in the nozzle: white foreign material and black foreign material, actual identity could not be determined. The black foreign material was a silicone-based substance. The white foreign material was a mixture of silicic acid and carboxylic acid salts. Olympus specified visual field cloudiness check test procedure and pass/fail judgment criteria (hot and cold water immersion method) was also performed; the cloudy image was still not reproduced for the device. Other observations for the device: there was no water leakage as a result of the scope water leakage test. As a result of checking the appearance of the scope, the lens on the surface of the objective lens unit had dirt and foreign material (water scale, oil film, etc.) This may have contributed to the cloudy image effect. There were no significant scope appearance abnormalities that may contribute to the foreign material in the nozzle issue. It was confirmed that the number of times of energization is 278 times and the energization time is 13708 minutes. The scope image was output was normal and that there was no electrical abnormality (failure) in the scope image. The reprocessing was according to the IFU. A root cause for the event could not clearly identified. Results of component analysis of foreign material: based on the results of component analysis and linearity confirmation of the black foreign material, it is speculated that it may have occurred from silicone-based materials such as the connector cap of the water container and the packing of the buttons. However, we could not clearly identify the cause since the reprocessing was conducted according to the IFU. For the white foreign material, it is likely that the mixture of silicic acid and carboxylic acid salts is derived from various chemicals and tap water, but it has been confirmed that the reprocessing was carried out according to the IFU, so we could not clearly identify the cause. For the customer experienced cloudy image issue:, as a result of checking the appearance of the scope, it is confirmed that there was dirt or foreign material (water scale, oil film) on the surface of the objective lens unit, and that there was foreign material in the nozzle. Therefore, it led to a temporary deterioration of water drainage on the objective lens surface and water droplets remained, making it difficult to see the image (the image was cloudy). Furthermore, it is presumed that the image may have become difficult to see (image is cloudy) due to the effect of dirt on the surface of the objective lens, foreign material (water scale, oil film), etc. In addition, regarding objective lens surface dirt and foreign material(water scale, oil film), etc., we presume that the foreign material adhering to it may have dried due to insufficient cleaning of the outer surface (insufficient drying) or insufficient removal of tap water from the nozzle (including the air/water channel), and it¿s fixed as water scale or oil film etc. (Lens cleaners, anti-fogging agents, and various chemicals may also adhere.)

Manufacturer narrative:
This device is not sold in the u.s. But a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the device nozzle had a foreign object. There was no cloudy image observed for the device. The user reported complaint was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a cloudy image issue. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the device nozzle had a foreign object. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.